Event description:
Pt was connected to ventilator yet ventilator was not cycling. Pt was removed and bagged while another therapist replaced the internal filter. Ventilator was recalled, passed calibration, however, did not cycle when placed back on pt. Pt was taken off, bagged and placed on a different ventilator.